Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown nexgen rotating hinge knee femoral component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04328. Device remains implanted.

Event description:
It is reported that the patient is scheduled to undergo a right knee arthroplasty revision to address unknown complications following knee arthroplasty. The surgeon does not plan to revise the tibial component if possible. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this product did not cause or contribute to the reported event. The initial report should be voided.

Event description:
Upon receipt of additional information, it was identified that this product did not cause or contribute to the reported event. The initial report should be voided.